Manufacturer narrative:
The investigation determined that multiple lower than expected vitros gent quality control results were obtained on a vitros 5600 integrated system. There was no indication that a reagent issue contributed to the event. The definitive cause of the event is most likely instrument related. A vitros gent within-run precision test was outside of acceptable guidelines. An ocd field engineer performed service actions to the vitros 5600 instrument and following these service actions, acceptable gent performance was obtained.

Event description:
The customer obtained lower than expected vitros gent quality control results on multiple quality control fluids (qc fluid b2957= 4.24 vs. Expected 7.16 ug/ml; qc fluid biorad 1= 1.35, 1.08 vs. Expected 2.89 ug/ml; qc fluid biorad 2= 1.64, 2.50, 2.43 vs. Expected 5.44 ug/ml; qc fluid biorad 3= 3.67 vs. Expected 8.31 ug/ml) using a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of affected patient results and there was no allegation of patient harm. (B)(4).